Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2012 along with concurrent anterior colporrhaphy, urethrolysis, rectocele repair and cystourethscopy due to retention, cystocele, rectocele, and prior boston scientific transvaginal tape (2007). It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent a right paraovarian cyst, abdominal sacrocolpopexy, and cystourethroscopy on (B)(6) 2012 due to pelvic organ prolapse, stress urinary incontinence, and second-degree cystocele. . The plaintiff profile form erroneously notes (B)(4) 2012 as the date of mesh implant.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and boston scientific sling was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
.